Manufacturer narrative:
A review of the device history records was performed and confirmed that the component lots met all material, assembly and performance specifications. A review of the facility 2009 complaint report did not note any adverse trends for the product family of vaxcel pasv port and the failure mode of "catheter fractured." Although the device was discarded at the hospital and unable to be evaluated, follow up with the hospital radiologist as to the location and description of the device failure has indicated that "pinch-off syndrome" may have accounted for the event. "Pinch-off-syndrome" is the pinching, wear or kinking of the catheter between the first rib and clavicle within the tunneled region. The directions for use packaged with this device warns, "avoid passing the catheter between the clavicle and first rib. Doing so may result in pinching and/or shearing of catheter." Process controls in place regarding this product include testing of the catheter tubing during incoming inspection as well as end-of-lot finished device testing for defects.

Event description:
Report as originally phoned in by the pt indicated that she had experienced some discomfort and a CT scan revealed that her chest port was "broken." A follow up with the pt's implanting radiologist clarified that the port was not broken, however, the attached catheter had fractured at the location of the clavicle. The catheter was retrieved and there were no complications. The catheter was discarded at the hospital.